Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required the customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: product deficiency inquiry. Customer identifies device not powering on, suspects defect to front case keypad failure (8015. S/n (B)(4). ¿ customer comments receiving device from service depot repair having the same symptoms. ¿ customer mentions the replacement of the front case keypad, was a resolution for the fix. ¿ informed customer I will be forwarding their information to our customer advocacy to follow-up. ¿ transfer customer to our remediation team for response to any recall information concerning the keypad/front case assembly. ¿ end call.